Manufacturer narrative:
The implicated belmont rapid infuser and the disposable set were not returned for evaluation. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches our specified limit, the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot info inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our company (B)(4) of sales and marketing, (B)(4), and regional sales representative met with lead anesthesiologist for liver transplants at this hospital after we received the report. The lead anesthesiologist spent about 2 hours with us. At this time, we learned that magnesium and calcium chloride were sometimes added into the large reservoir containing blood. Fluid contained within the reservoir is pumped into the disposable set heat exchanger. The lead anesthesiologist agreed with us that adding magnesium or calcium to the reservoir would essentially reduce the citrate efficacy as an anti-coagulant and could result in clot formation inside the heat exchanger. The addition of calcium to the blood being infused is contraindicated with the operator's manual and labeling placed on the machine. Furthermore, standard transfusion practice calls for infusing calcium through a separate infusion line (p.l. Mollison/c.p. Engelfriet, transfusion in clinical medicine, 9th ed., blackwell scientific publications, p. 701.).

Event description:
.